Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in device manufacture date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving the error message "replace sensor" throughout the night while using librelink to scan his adc freestyle libre sensor. On the morning of (B)(6) 2019, the customer reported having a hypoglycemic event and losing consciousness. He was treated by his son with glucose tablets. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination) and the crc error was not observed. The sensor plug was properly seated in mount. Visual inspection was performed on the sensor tail and a watermark was present. Visual inspection was performed on the sensor plug assembly, no issues were observed. Sensor was reprogrammed and perform simvivo test. All results were within specification and no whiskers were observed. No malfunction or product deficiency was identified. No further investigation is required.

Event description:
A customer reported receiving the error message "replace sensor" throughout the night while using librelink to scan his adc freestyle libre sensor. On the morning of (B)(6) 2019, the customer reported having a hypoglycemic event and losing consciousness. He was treated by his son with glucose tablets. There was no report of death or permanent injury associated with this event.